Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed and the display came back. The customer stated that she had the same problem for the past week. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with a blank display as a result of a faulty liquid crystal display driver board.